Event description:
A report was received that a patient was noted with trans-oral staining when a transesophageal probe was removed after an open heart surgery. An upper gastroscopy showed no esophageal damage. One day post-op, it was reported that the patient was doing well and was subsequently transferred out of ICU. Subsequently, it was reported that the patient suddenly expired 3 days post-op.